Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / they could not get to the other one") in a 26-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, vulvovaginitis and pruritus. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant, supracervical hysterectomy (uterus only), only remove one coil (2009)). At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: they could only remove one coil and they could not get to the other one. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion patient done endovaginal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received, lot number added, reporters added, demographics added, date of device insertion and removal updated, events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Event onset date added, concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / they could not get to the other one") in a 26-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, vulvovaginitis and pruritus. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("mabnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant, supracervical hysterectomy (uterus only), only remove one coil (2009)). At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: they could only remove one coil and they could not get to the other one. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Patient done endovaginal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / they could not get to the other one') in a 26-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *patient done endovaginal pelvic ultrasound. Concurrent conditions included abdominal pain, vulvovaginitis and pruritus. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("mabnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("tired"), premenstrual syndrome ("severe pms about a week before my period"), anxiety ("anxiety"), mood swings ("mood swings"), panic attack ("panic attacks") and rash ("since essure my face chest & boob area break out horribly"). The patient was treated with surgery (to remove the essure implant, supracervical hysterectomy (uterus only), only remove one coil (2009)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, dysmenorrhoea, fatigue, premenstrual syndrome, anxiety, mood swings, panic attack and rash outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, panic attack, premenstrual syndrome, rash and vaginal haemorrhage to be related to essure. The reporter commented: they could only remove one coil and they could not get to the other one. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: panic attack. Lot number: 623222 manufacturing date: 2009-03 expiration date: 2012-03 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / they could not get to the other one') in a 26-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *patient done endovaginal pelvic ultrasound. Concurrent conditions included abdominal pain, vulvovaginitis and pruritus. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("mabnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2009, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("tired"), premenstrual syndrome ("severe pms about a week before my period"), anxiety ("anxiety") and mood swings ("mood swings"). The patient was treated with surgery (to remove the essure implant, supracervical hysterectomy (uterus only), only remove one coil (2009)). Essure was removed on (B)(6)2009. At the time of the report, the device dislocation, dysmenorrhoea, fatigue, premenstrual syndrome, anxiety and mood swings outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, premenstrual syndrome and vaginal haemorrhage to be related to essure. The reporter commented: they could only remove one coil and they could not get to the other one. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-jul-2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received. Reporter information updated. Events: tired, severe pms about a week before my period, anxiety, mood swings were newly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / they could not get to the other one') in a 26-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *patient done endovaginal pelvic ultrasound. Concurrent conditions included abdominal pain, vulvovaginitis and pruritus. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("mabnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("tired"), premenstrual syndrome ("severe pms about a week before my period"), anxiety ("anxiety"), mood swings ("mood swings") and panic attack ("panic attacks"). The patient was treated with surgery (to remove the essure implant, supracervical hysterectomy (uterus only), only remove one coil (2009)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, dysmenorrhoea, fatigue, premenstrual syndrome, anxiety, mood swings and panic attack outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, panic attack, premenstrual syndrome and vaginal haemorrhage to be related to essure. The reporter commented: they could only remove one coil and they could not get to the other one. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: panic attack. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: panic attacks. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / they could not get to the other one') in a 26-year-old female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *patient done endovaginal pelvic ultrasound. Concurrent conditions included abdominal pain, vulvovaginitis and pruritus. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("tired"), premenstrual syndrome ("severe pms about a week before my period"), anxiety ("anxiety"), mood swings ("mood swings"), panic attack ("panic attacks") and rash ("since essure my face chest & boob area break out horribly"). The patient was treated with surgery (to remove the essure implant, supracervical hysterectomy (uterus only), only remove one coil (2009)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, dysmenorrhoea, fatigue, premenstrual syndrome, anxiety, mood swings, panic attack and rash outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, panic attack, premenstrual syndrome, rash and vaginal haemorrhage to be related to essure. The reporter commented: they could only remove one coil and they could not get to the other one. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: panic attack. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event since essure my face chest & boob area break out horribly was added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2009. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.